Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call on (B)(6) 2018 that the insulin pump did not deliver insulin. Patient reported high blood glucose of 545 mg/dl and was treated with insulin pump. Customer reports having issues with battery longevity. Troubleshooting did occur and problem was resolved. Product will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating current within specification. No unexpected low battery alarm were noted. Device passed displacement test, self test, off no power test and all operating current test. (B)(4).